Event description:
In 2009, pt reported an e4 (occlusion) error displayed on his infusion device while attempting to deliver a bolus of 10 units of insulin. Pt stated, he placed the infusion device in stop mode and the infusion tubing was disconnected from his infusion site. Assisted pt with troubleshooting the e4 (occlusion) error. He reported, he connected the tubing to the infusion site and placed the pump in run mode. He stated he delivered the remainder of his bolus successfully without occlusion. Pt reported, he noticed occlusions happening frequently over the past couple of months during basal delivery, boluses and primes. He stated sometimes during a prime, he notices that the insulin will shoot out like it was obstructed then freed. He stated, the new tubing worked and then occluded during normal basal delivery. He said, he took the tubing off and was able to prime the infusion device. He stated the occlusion did not reoccur in the infusion device, it was in the tubing again. Had the pt get a new tubing; he attached it and was able to successfully prime it. Pt reported he tested his blood glucose with an elevated result of 300 mg/dl. His normal blood glucose range is around 120 mg/dl. Pt reported the adapter is usually changed every 20th cartridge change. Advised to change every 10th cartridge change. He stated the insulin is cold when he fills the cartridge. Advised to always let it warm up to room temperature when he fills the cartridge. Pt reported the infusion set is now priming without an occlusion. On callback, pt reported he has had 3 occlusions today. He stated, he has not changed his adapter anytime recently. Educated on importance of changing the adapter with every 10th cartridge. He will change his cartridge when he returns home. Suggested pt switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.